Event description:
Dealer states the unit has no alarm.

Manufacturer narrative:
No additional patient / enduser info on parent record. Product has not been returned for evaluation as of the date of this investigation. RMA was issued. If new information becomes available at a later date this complaint will be updated &/or a follow up be sent.